Manufacturer narrative:
Correction: product problem box was checked. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicated the patient had a fall. During the procedure, the l3 lead had a visible fracture, and no visible issues with the l4 lead only high impedances. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective stimulation due to l4 lead fracture and l3 high impedances. Fracture was confirmed by images. Surgical intervention may be pending to address the issue.